Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the lot and serial were not provided by the complainant. (B)(4).

Event description:
In preparation for a novasure endometrial ablation the pt had "deep sedation, not general anesthesia". She was given a propofol drip, fentanyl, and versed (midazolam). A hysteroscopy and d and c were completed. Approximately 15 seconds into the novasure procedure, "upon distension, stretching with the device," the pt's heart rate dropped to "less than 20 beats per minute". The procedure was aborted and the pt's heart rate returned to normal, which was 60 beats per minute. Additionally, the anesthesiologist administered glycopyrrolate "to maintain a normal rate". The physician attempted the novasure procedure a second time and successfully competed the ablation. The pt was discharged home. The physician reported on (B)(6) 2011 that "the pt probably had sensitivity and high vagal tone". Additionally, she reported the pt has been seen on follow-up and she is fine.